Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is on-going, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure in tricuspid position by right femoral vein. Three days after the procedure, the patient developed av block first degree, and bradycardia (heart rate of 37 beats/min), followed by progression to an av block third degree with a junctional escape rhythm. A pacemaker was implanted with coronary sinus lead. As per site, the bradycardia and the av block are possibly related to the procedure and device.